Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the fan did not rotate and an error with a high internal temperature was displayed. The fan slowly rotated and/or stopped. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the internal temperature rose due to the failure of the exhaust function by the temporary failure of the control board and the internal power supply affected the fan, or there was something blocking the air near the exhaust and intake holes.